Manufacturer narrative:
This information was obtained from the following literature article: voruganti n, olowofela a, wood jc, mansukhani na, lewis bd, brown kr. Superficial femoral artery stent extrusion. Journal of vascular surgery cases, innovations & techniques 2021;7(4):794-797. There were three gore viabahn devices involved in this event. All three devices were implanted in the same anatomical location and explanted due to occlusion and extrusion into the surrounding muscle tissue. As no devices were returned for evaluation and specific device identifiers (serial numbers) remain unknown, all three devices are captured within this report. Multiple attempts were made to contact the author for additional information, but no further information was provided to gore, therefore this investigation is considered complete. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature was reviewed by gore: voruganti n, olowofela a, wood jc, mansukhani na, lewis bd, brown kr. Superficial femoral artery stent extrusion. Journal of vascular surgery cases, innovations & techniques 2021;7(4):794-797. A patient presented for treatment for a painful mass in her right thigh. Twelve years prior she had undergone superficial femoral artery (sfa) angioplasty and stenting for claudication of her right sfa utilizing a medtronic stent. Four months post-procedure, she developed in-stent restenosis and was treated utilizing a viabahn stent (5 x 100mm). Eight months post initial viabahn placement, she again developed in-stent stenosis and was treated with repeat angioplasty and stenting utilizing two additional viabahn stents (5x 100mm and 5x 50mm). Nine years post initial procedure, she underwent angiography due to left leg symptoms and her right sfa stents were noted to be occluded and outside of the usual anatomic position. She was asymptomatic at that time, and so the right sfa was left untreated. Two years later, she presented with an erythematous, tender, firm mass in the medial thigh. Computed tomography angiography identified occluded stents that had eroded into the tissue around the sfa. The patient underwent surgical removal of the extruded sfa stents. The stents, as well as fluid accumulation (negative for infection) were encountered in the muscle tissue of the thigh. Following the conclusion of the procedure, she remained stable with no rest pain or tissue loss at 1.5 years post stent removal. Date publication was accepted is used as event date.